Manufacturer narrative:
The subject device was not returned to olympus for evaluation as there was no report of non-conformity of the device. During the onsite visit, the ess advised the customer on the recommended reprocessing step per the olympus instructions for use. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus endoscopy support specialist (ess) became aware during an in-service appointment at the user facility that the suction unit was not being used during reprocessing of their endoscopes. There was no patient injury or infection reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. On (B)(6) 2022, the endoscope support specialist (ess) returned to the customer¿s site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The ess reported that the customer currently uses a non-olympus scope buddy and does not have a suction unit in the decontamination room to perform the suction steps in reprocessing. The ess recommended to the customer contact sales support for further instructions. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) warns against insufficient reprocessing as follows: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device